Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the image disappeared during the procedure. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. An opticross imaging catheter was selected for use. During procedure, the opticross imaging catheter worked properly during test for pre and post intravascular ultrasound (ivus) however, while doing the 3rd ivus run, the image disappeared. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status is good. However, when the device was shipped for return, it was noted that the distal shaft was detached/missing from the lap joint.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed a kink in the telescope assembly from femoral marker to the proximal end. The proximal shaft that is distal side of lap joint was missing and the imaging core was exposing. The exposed imaging core was kinked at around the lap joint area. Impedance testing shows an electrical open at proximal wave form. The image characterization testing could not perform because there are no proximal shaft. Broken drive shaft and imaging core windup were found within the telescope section of the device. Windup were encountered in the double heat shrink area in the telescope area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that the image disappeared during the procedure. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. An opticross¿ imaging catheter was selected for use. During procedure, the opticross¿ imaging catheter worked properly during test for pre and post intravascular ultrasound (ivus) however, while doing the 3rd ivus run, the image disappeared. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status is good. However, when the device was shipped for return, it was noted that the distal shaft was detached/missing from the lap joint.